Event description:
It was reported that a malfunction alarm occurred in the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with information by technical support to reset the pump, and after doing so, the malfunction did not reoccur. The customer was advised to continue using the pump and to contact support again if the issue recurred, which they acknowledged and understood.